Event description:
Cadd-prizm pcsii pump is set up by a nurse to deliver pain medication at the prescribed rate. Only the nurse should be able to change these settings. A patient's pump was found to be at an unprescribed setting. Investigation of the incident revealed that the patient was able to remove the battery from the pump, replace the battery, reset the pump and reprogram the pump at a different rate.